Manufacturer narrative:
Review of the manufacturing history identified the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of eight for the same event, reference 1032347-2016-00554 through 1032347-2016-00560.

Event description:
The patient's mother reported after her son received the implant, he continued to grow and develop excess bone in the tmj area which formed a large bony mass which impeded his mouth opening. In (B)(6) 2015, the surgeon removed the bony mass and implant freeing up movement. The plan is for orthodontic treatment followed by orthognathic surgery to align his bite better and improve aesthetics.